Event description:
It was reported that the compressor alarmed for low pressure. There was no patient harm. Manufacturer ref.#: (B)(4).

Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
A compressor mini was reported generating low pressure alarm. The user replaced the standby valve with one from another compressor mini and the compressor was cleared for clinical use. The faulty standby valve was not returned for further investigation. If the reported failure happens during ventilation, the consequence would be in worst case stop of ventilation. If oxygen gas is connected to the ventilator, the consequence would be a high o2 concentration to patient. Both conditions will trigger the connected ventilator and compressor to generate alarms. As no goods were returned for investigation, the cause of the reported failure could not be determined.